Event description:
It was initially reported to boston scientific that a trapezoid lithotripter basket was used during a stone removal procedure. According to the complaint, during the procedure when the handle was operated the basket would not open. No stones were captured and/or crushed prior to the alleged failure. It was reported that no damage was noticed on the device, and the device was inspected/tested prior to use and no anomalies were noted. The procedure was completed with another of the same device with no patient complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; side-car push-back.

Manufacturer narrative:
Exact age unknown, however patient is over 18 years of age. Visual examination of the device revealed the sidecarrx was pushed back and the outer sheath was found to be torn at the proximal end. A functional evaluation of the device was performed by attempting to extend the basket. The basket could be extended only to approximately 1.5 centimeters by holding the outer sheath while functioning the handle. Residue was found on basket wires indicating use. It appears that the residue caused an interference between the basket and coil assemblies causing the basket to not extend easily. The sidecar pushback and sheath damage seen on the device was also most likely caused during use. Therefore most likely root cause is operational context. (B)(4).